Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that on (B)(6) 2022 the patient received the following results within 15 minutes: 95 mg/dl (system 1) and 238 mg/dl (system 2). On (B)(6) 2022 the patient received the following results within 15 minutes: 106 mg/dl (system 1) and 238 mg/dl (system 2). The patient went to the emergency care due to high blood glucose level. She was not given any medication. The patient was discharged on the same day.